Event description:
It was reported that "after opening iliac05 loaner kit for inspection, enclosed was a bag separate from the kit containing a xia 1 screwdriver shaft and xia ilios screw with a note stating 'broken shaft + stripped screw head' loaner: (B)(4); loc: no. Texas; rep: ken read."

Manufacturer narrative:
This report is filed on the screw. The instrument that was used to insert and / or remove this screw, a hex shaft 3.5 mm, catalog # 03807006d, lot # 59773 was also evaluated and visually inspected. As no piece of this instrument broke off, there is no danger of any part falling into the pt's cavity and this device was not reported. Method - visual inspection, manufacturing record review, complaint history analysis and risk assessment. Results: visual inspection: product was visually inspected upon return and found to be in a used condition and appears to have been implanted. No signs of breakage or obvious loss of integrity was noted. The screw head hex slot was found slightly stripped which possibly occurred when high torque was applied during insertion and / or removal of this screw. Manufacturing record review: no discrepancies noted. Compliant history analysis: first occurrence with no previous records received. Risk assessment: no adverse consequences reported and screw was implanted and removed successfully. The slight deformation noted on the hex slot on bone-screw would unlikely compromise its integrity had this screw remained implanted. Conclusion: the screw head hex slot was found slightly stripped which possibly occurred when high torque was applied during insertion and / or removal of this screw.